Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that during a lumbar fusion surgery, the surgeon was trying to torque down the cam lock and the cam driver snapped off in the cross link. Pt age and gender are unk. There was no pt injury. Surgery was completed using a competitor screwdriver. Surgery time was extended by 30 minutes due to the incident. Additional anesthesia was administered due to the incident.